Event description:
Report received from (B)(6) stating "difficult to enter the incision. No patient impact."

Manufacturer narrative:
The product has been requested for evaluation however it has not yet arrived or evaluation. Sterilization and lot history records were reviewed and no exceptions were found. This report is related to the event reported on MDR 1920664-2013-00374.